Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were not appearing on the stations. A technical support specialist (tss) dialed into the station and verifying the communication between the care and communication engine (cce) and the pyxis server. The tss noted delays in the interface heartbeat and observed a notice in the health station viewer (hsv) indicating that patient and order information from the host system meritech was down or delayed. The tss contacted the customer and advising the customer to reach out to the hospital information technology (hit) team and the meditech system team to confirm any network-related issues. The tss later dialed back into the intensive care unit, labor and delivery room, and surgery stations, confirming that no critical override notifications were displayed, although patient and order information might not have been current at that moment. No further issues were reported, and the case was closed. The system functioned after the technical support specialist and hit team investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders was not appearing on multiple station namely 3 stations- ICU, ldr, sur. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.